Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultra2 meter was not powering on when attempting a blood glucose test. The complaint was classified based on the customer care advocate's (cca) documentation. The patient claimed the alleged issue began on (B)(6) 2011 at an unknown time in the morning. The patient reportedly manages her diabetes with lantus insulin, 26 units per day and reported that she continued with her usual dose of medication each day. The patient claimed she developed symptoms of 'a dry mouth and was sweating' later that afternoon but despite her symptoms she denied receiving any treatment. At the time of troubleshooting, the cca noted that based on the meter usage, a battery replacement was not due and the correct test strips were being used. The issue remained unresolved after troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 (11/16/2011)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k053529.